Manufacturer narrative:
Pump passed self-test and displacement test. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed pump error 15 on 02/18/2025 19:36:08.000, pump alarmed pump error 4 on 02/18/2025 19:36:08.000 and pump alarmed pump error 23 on 02/18/2025 19:43:16.000 due to hardware anomaly. The electronic assembly and motor assemblies were inspected and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, corroded motor home switch, corroded battery tube. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 15, pump error 4 and pump error 23 due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 23 (post-reset ram crc alarm), the customer received pump error 4 (the motor arm cannot communicate with the main arm.), the customer received pump error 15 (the critical block and inverse critical block did not add to zero.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear error and complete rewind process. Error has occurred more than once after a battery change. The error table did not indicate that pump should be replaced and pump passed selftest. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.